Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer's blood glucose was 79 mg/dl and his sensor glucose was 74 mg/dl. Difference was within an acceptable range. Customer stated that the sensor glucose and blood glucose were very far off. Customer stated that the entire weekend, his blood glucose were high above 500 mg/dl but his sensor was reading in the 200's mg/dl. Customer stated that he has been wearing the sensor for about 3 weeks. Customer stated that the issues continued when he changed the sensor. Customer changed everything out and stated that today's blood glucose readings have been okay.